Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2 mg/ml morphine at 0.34 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was in the emergency room on (B)(6) 2016. Their pump was empty, however it was not stated that the p ump was alarming or any symptoms the patient was having. The managing physician checked the last programming strip and it was noted the patient was supposed to be filled 30 days earlier. The managing physician wanted to know if the pump would still be able to function correctly if the pump was filled on monday, but it was noted there were "no guarantees that the pump would function correctly as it had been running empty for 30 days". The patient would be supplemented with oral medications over the week, no surgical intervention occurred, no further plans were mentioned at that time, and it was unknown if surgical intervention was planned. It was later noted that the pump was refilled on (B)(6) 2016 and started with 2 mg/ml morphine at a dosage of 0.34 mg/day. Additional information has been requested regarding the cause of the missed refill, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.